Event description:
The customer reported system failed to display an image. No report of pt injury.

Manufacturer narrative:
The ge representative performed an on site investigation. Diagnostic test was performed on the system. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.